Event description:
The customer reported they were unable to power off the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported they were unable to power off the device. There was no report of patient involvement. The local philips representative evaluated the device and resolved this malfunction by replacing the power switch.